Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of retrieving further information and the subject opt944 optiflow + adult nasal cannula for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher and paykel healthcare (f&p) field representative that the tubing of an optiflow + adult nasal cannula broke during use and the patient was in a critical condition. There were no further reported patient consequences.

Manufacturer narrative:
(B)(4). The opt944 optiflow + adult nasal cannula is an interface used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: several attempts to request further information and the subject device from the healthcare facility were made, however no response was provided by the healthcare facility. Our investigation is thus based on the initial information provided by the healthcare facility and our knowledge of the product. Results: the healthcare facility reported that the tubing of an opt944 optiflow + adult nasal cannula was found damaged during use and the patient was in critical condition. Further information about the reported incident and the patient's condition was requested but was not provided. Conclusion: without the return of the subject device for evaluation or any further information related to the reported event, we are unable to determine the cause of the reported event. From the information provided by the healthcare facility, it cannot be established if there is any causal relationship between the subject device and the reported event. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is rejected. The subject opt944 optiflow + adult nasal cannula would have met the required specifications at the time of production. The setup instructions in the user instructions which accompany the opt944 optiflow + adult nasal cannula include the following steps: - ensure head strap clip is attached, to prevent cannula from being pulled out of the nares. - cannula can become unattached if not used with the head strap clip. - attach tubing clip to clothing/bedding to prevent cannula from pulling off face." The user instructions also contain the following warnings/cautions: - appropriate patient monitoring must be always used. Failure to monitor the patient may result in loss of therapy, serious injury or death. - do not crush or stretch tube, to prevent loss of therapy. - failure to use the set-up described above can compromise performance and affect patient safety.

Event description:
A healthcare facility in canada reported via a fisher and paykel healthcare (f&p) field representative that the tubing of an opt944 optiflow + adult nasal cannula was found damaged during use and the patient was in a critical condition. There were no further reported patient consequences. Further information about the reported incident and the patient's condition was requested from the healthcare facility, but the healthcare facility did not provide any of the requested information despite several attempts to request for this information.